Event description:
It was reported burning wand within seconds. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken. The returned device was tested using a known good compatible wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to temperature issue include: check electrode on wand tip for excessive wear or if at end of life which could cause the temperature to rise. The saline clamp may have been closed to tight not allowing enough saline flow causing the temperature to rise. The temperature setting may have been set to high causing the controller to heat up and burn the wands tip. There were no indications to suggest the device did not meet product specifications upon release into distribution.